Manufacturer narrative:
Age, weight and ethnicity: unknown/ asked but not available. If explanted; give date: exact date not provided. Only provided as february 28th. (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that intraocular lens (iol) was explanted from patient's operative eye as the patient complained about glare & halos. There were no issues regarding visual acuity (va) (1.0 for distance), but daily activities was affected especially at night time. Patient vision pre-operative is far: 0.8 near: j4 (decimal) and vision post-operative is far: 0.5 near: j2. Another competitor lens was used as the replacement. There was no vitrectomy, incision enlargement, or sutures required. Patient status reported as temporarily impaired. No other information was provided.

Manufacturer narrative:
Additional info: a customer note was received along with the return sample at the investigation lab noting the explant date was (B)(6) 2022. The following section has been updated accordingly: section d6b: if explanted, give date: (B)(6) 2022. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: aug 12, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The complaint lens was received wrapped in gauze inside an opened non-jnj pouch. Visual inspection under magnification revealed the lens was returned cut in half and with a detached haptic. No defects that could contribute to visual issues were observed. No additional defects were observed. Conclusion: the complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.